Event description:
A distributor in (B)(6) reported that a patient's hc232 CPAP humidifier would not turn on. It was further reported that the patient had gone to the bathroom and when she came back she "saw sparks coming out of the back" of the unit. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the returned hc232 CPAP unit was visually inspected externally and internally for heat damage. The unit was also powered up using a new power cord. The complaint power cord was not returned, but a photograph was supplied by our (B)(4) regional office. Results: scorch marks were present on the external casing above and around the power cord inlet. The end of the power cord, where it attaches to the CPAP, was burnt. The metal wires and pins appeared to have burnt completely. From the photograph it appears that the power cord was the one that was originally supplied by fisher & paykel healthcare for use with the hc232. There was no damage to the internal components of the CPAP. The unit started and worked normally with the new power cord. Conclusion: no fault was found with the fisher & paykel healthcare hc232 CPAP device as it operated properly during testing and showed no signs of internal damage. The manufacturer of the power cord concluded in their investigation report that prolonged bending of the lead had caused the failure at the plug. This prolonged bending stressed the wire strands at the crimped joint, causing them to break gradually and finally resulted in arcing that melted the copper strands as well as the pvc over-moulding. (B)(4). In 2010 fisher & paykel healthcare conducted a retail level recall on all volex power cords used in the hc230, hc240, hc250 and hc600 series CPAP humidifiers in (B)(6). CPAP humidifiers manufactured since (B)(4) feature a different, more robust power cord and were not subject to this recall. The power cord used in the USA is of a different brand and construction and was not subject to this recall. (B)(4).